Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: (B)(6) 2016 via phone. Date of device manufacture unavailable at time of MDR filing.

Event description:
The hospital reported that, during a case, the unit is alarming high minute volume. The set volume is 600 and the measurement is near 1600. There was no reported patient injury.